Event description:
Additional information received from the patient in response to follow-up reported that they had a new device for the urgency and they were following breathing methods. For the issue of not making it to the restroom, the patient was timing when they should go after drinking something.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0c2c9, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported she was at work and a coworker was helping her and dropped her. She fell and landed on the implantable neurostimulator side of the body and may have loosened and triggered something on the wiring of the tailbone. The patient was experiencing a high volume of urgency and not making it to the bathroom on time. She felt pressure in the tailbone when the connection was not in place. The patient spoke to her health care professional about what the next step will be. She was indicated of gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3889-28 lot# va0c2c9 implanted: (B)(6)2013 product type lead product ID 3889-28 lot# va0c2c9 implanted: (B)(6)2013 product type lead due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported their device had been taken out on (B)(6)2016 due to an accident. The lead ended up damaging their nerves. No other information was provided. No further complications were reported or anticipated.